Manufacturer narrative:
This is an addendum to the initial MDR to document additional information provided by the patient's attorney. The additional information provided by the attorney was an additional device a bard/davol ventralight st on 07/06/2018. The patient's attorney did not make any allegations regarding the implanted bard/davol ventralight st. As previously reported, there is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol composix e/x (device #1)used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davol composix e/x. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol composix e/x. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum based on additional information provided by patients attorney: (B)(6) 2016 - patient underwent surgery for implant of an unspecified bard/davol composix e/x (device #1) (B)(6) 2018 - patient underwent surgery for implant of an unspecified bard/davol ventralight st the patient is making a claim for an adverse patient outcome against the composix e/x.(device #1) attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol composix e/x device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davol composix e/x. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol composix e/x. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol composix e/x device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible at this time. Addendum #1: this is an addendum to the initial MDR to document additional information provided by the patient's attorney. The additional information provided by the attorney was an additional device a bard/davol ventralight st on 07/06/2018. The patient's attorney did not make any allegations regarding the implanted bard/davol ventralight st. Addendum #2: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 9 months post implant of composix mesh e/x, patient was diagnosed with bowel perforation, infection, cellulitis, abscess, fistula, necrosis, adhesions thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists adhesions and fistula as possible complications. In regards to infection the warning section of IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the prosthesis. An unresolved infection may require removal of the prosthesis." A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-may-2013) is considered to be a best estimate. Updated fields: a2, a4, b2, b3, b4, b5, b6, b7, d4 (product catalog no, corporate lot no, expiry date, UDI no.), d.6b (date of explant), e3, g1, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned

Event description:
The following was alleged by the patient's attorney: (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davol composix e/x. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol composix e/x. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2016 - patient with a history of superficial wound infection was diagnosed with recurrent ventral hernia thereby underwent open repair with implant of composix e/x (device #1). Per operative notes, ¿a large hernia sac was excised. A composix e/x mesh oval (device #1) was trimmed and sutured into position to reconstruct the anterior abdominal wall.¿ (B)(6) 2016 - patient was diagnosed with enterocutaneous fistula, abscess, cellulitis and mesh contaminated with bilious (sb) drainage from jejunal perforation thereby underwent repair with removal of mesh (device #1). Per operative notes, ¿the fistula tract and granulation tissue with chronic inflammatory process were excised. Identified the omentum with jejunal loop adherent to mesh. The mesh was removed, and adhesions were taken down. Herniorrhaphy was carried out using sutures.¿ (B)(6) 2018 - patient was diagnosed with reducible recurrent incisional hernia thereby underwent laparoscopic repair with implant of ventralight st mesh using echo ps (device #2). Per operative notes, ¿after mobilization of adhesions, an oval ventralight st mesh using echo ps (device #2) was placed into peritoneal cavity, retracted to anterior abdominal wall and tacked using capsure device.¿ attorney alleges that the patient had abscess, adhesions, pain, fistulae, hernia recurrence, bowel perforation and emotional injuries.